Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms were received when the pump was charging and the battery gauge was fluctuating for a short period of time. As customer could not resolve the temperature alarm, insulin delivery was unable to be resumed. Customer reverted to using manual injections for insulin therapy. There was no reported impact to customer's blood glucose due to the reported events.